Event description:
A customer reported that her adc glucose meter had a blank screen. The customer could not remember the date or time of the event, but reported that she was at home and attempted to perform a blood test when she received a blank screen. The customer subsequently experienced symptoms of "blurred vision and passed out." She reported experiencing a loss of consciousness, and indicated that paramedics were called. The customer reported she was unsure of the exact treatment provided by the paramedics, but stated "she woke up and had a needle in her arm and one in her hand." The customer was not transported to a health care facility, and no self-treatment was reported. There is no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. The returned meter powered on with button press and strip insertion. The reported blank screen was not observed. This is a final report.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available. The date of the event is unknown. (B)(4).